Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated that their controller went unresponsive on friday while charging their implant. Pt said that they reset the controller and tried to plug the controller into ac power supply to charge, but the controller was still unresponsive. Patient services (pss) had pt reset their controller. Pt saw no visible damage to the battery pack, controller contacts or controller port. Pt plugged controller into power supply without battery pack inserted and the controller powered on. Pt then reinserted the battery pack while the controller was still plugged into the power supply and the controller was blinking green. Pt saw no visible damage to the recharger. Pt started a charging session with their implant and was charging at "excellent" charge quality. Pt said the controller battery was at 80% and their implant battery depleted. Pt said that their new implant battery had depleted on saturday, because they could tell. Pt said whenever their implant battery depletes, when they didn't have time to charge, they feel like a "surge" when the stimulation goes off. The troubleshooting steps that were taken on the call resolved the issue.  Pt said they were trying to charge their im planted neurostimulator (ins), but now saw a "software problem: cannot continue: call medtronic: 1_intellis, 2_3.6, 3_1569, 4_appmanager." Patient service specialist (pss) helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt initiated a charge session to their ins and was able to charge with "excellent" recharge quality. Pt noted their controller battery was at 70% charged and their ins battery was at 30% recharging. Pt noted their legs were hurting. Pss requested the pt to monitor the situation and call back if the issue persists.